Event description:
An endurant aui stent graft etuf2814c102e was implanted during the endovascular treatment of a 52mm abdominal aortic aneurysm. It was reported approximately 1 month later the patient presented emergently with leg pain. CT showed the aui graft was occluded and fully thrombosed. An axillary-femoral bypass was performed to treat the occluded/thrombosed graft, and the patient was discharged home post intervention in good health. The physician believed contributing factors were non-compliance with follow-up protocols and continued smoking.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.